Event description:
There were three events where during a surgical procedure the system 7500 esu did not seem to be functioning as expected by the scrub tech and dr. In 2002 using a snare; in 2002 using a gold probe (microvasive); and in 2002 using a snare. The dr was operating the esu and the scrub tech was using the accessories. No pt harm. Refer to MFR. Rpt. 1720159-2002-00142, -00143, and -00144 this report is for 1720159-2002-00144, while using a snare in 2002.